Manufacturer narrative:
No additional information was reported/additional information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional test found the device to be normal. Based on this information, there was no evidence of premature depletion.